Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl and had a seizure. Reportedly, the pump did not deliver insulin as expected. Tandem technical support reviewed pump data and determine that the pump functioned as intended. A clinical diabetes specialist troubleshot with the customer and determined the customer was "overriding pump settings and taking extra insulin." Assistance was required in addressing customer¿s bg with liquid glucose and juice. Recommendation was made to consult with healthcare provider regarding diabetes management.